Event description:
Kimberly clark has received a complaint reporting that the green tip fell onto the patient's tongue while performing oral care. The nurse immediately noticed and removed it from the patient's tongue. No reports of any injury. No additional information received at this time. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Event description:
It was initially reported that the device was explanted after an implant duration of zero days, due to unknown reasons. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair.per the operative report, after implanting the ring, "there was still a moderate degree of tricuspid regurgitation. At this point, some secondary chordae were cut and allowed to reconstruct the septal leaflet. There still was some regurgitant. We felt that this lady was having some right-sided dilatation. We should make the valve competent and so the edwards-carpentier ring was removed."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Usuccessful ring repair.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), the operative report was received. A device history record review is in process.